Event description:
The pt was feeling ill on 6/10 (no symptoms reported). A blood glucose result was obtained on her one touch basic meter at 3/p was 187 mg/dl. By 3:40/p the pt was lapsing in and out of consciousness and by 4/p was totally unconscious. The paramedics were called and upon arrival, obtained a "1000" reading (method unknown). She was transported to the hosp and treated with IV and insulin. Add'l attempts to contact the customer for further info have been unsuccessful, therefore, meter cleaning/maintenance and calibration status is unknown.

Manufacturer narrative:
Co has completed co's investigation of the MDR incident listed above and, after testing the device, have not been able to verify a device malfunction which could have contributed to this event. The meter memory was downloaded and reviewed upon arrival at lifescan. The reported result of 187 mg/dl was confirmed, however, it was noted that no blood tests were performed on the meter for more than 3 weeks prior to the alleged discrepant value. Co concludes that the alleged inaccurate result may have been due to testing while in a severely dehydrated condition, the result of failure to consistently test blood glucose on the meter. The one touch basic owner's manual states that testing while in a dehydrated condition may produce inaccurate low results. At this point our investigation of this matter is closed.